Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat and failed handpiece temperature assessment. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was generating heat, the cable was damaged, the flex circuit was damaged, the locking components were damaged, there was component damage, and the speed of the device could not be changed/controlled. It was further determined that the device failed pretest for cable assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, air pump assessment, handpiece temperature assessment, and hand control assessment. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.